Event description:
Pt reported, the piston rod on the infusion device is stiff. Pt reported receiving an elevated blood glucose level. Pt reported, the piston rod was stiff during use and the infusion device showed no error. Pt stated when the piston rod became stiff, the infusion device did not deliver enough insulin. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.